Event description:
Event description guidant received information that this coronary sinus lead displayed loss of capture and the threshold value was out of range. An xray confirmed the lead had 'moved out of position'.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned portion of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Additional information was received that the patient died one year, four months later with no additional information linking the product to the death. A portion of the lead was returned.